Manufacturer narrative:
E1 - (B)(6). The device is reported to be available for evaluation; however, it has not yet been received.

Event description:
The event involved a tego¿ connector where the customer reported that the connector ruptured when handled during the installation of the patient on hemodialysis. The event occurred during patient use; harm was not reported as a consequence of this event.

Manufacturer narrative:
Investigation summary. Although no product sample, and no photos or videos were shared, complaint can be confirmed based on failure mode description and device history review. The probable cause is due to a to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.